Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.

Event description:
During a review of a recent download from a female patient customer support detected several battery pack fault flags in the downloaded data. Support contacted the patient to discuss exchanging the suspect battery pack. The patient explained that the day before a patient services representative (psr) had visited her to retrain her on how to change the garment. The psr exchanged her battery pack at the time. The psr has the suspect battery pack.